Event description:
There was no pt involved in this event. This device malfunctioned because the status indicator was flashing red after a software upgrade. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2010. Information obtained from the device showed that between (B)(6) 2010 and 2012 the device failed the weekly self-tests on five separate occasions because of a low battery. There was also evidence that the device had been left in fault mode for five months. Investigation confirmed that the device failed the weekly self-tests because of a low battery, and this would have been caused by the device being stored outside the storage temperature conditions recommended for the device. Investigation did not confirm a fault with the device or any component in the device. During test the software was successfully upgraded and the failure reported by the customer could not be replicated. The returned pad-pak (battery and electrodes) from lot 698 (use until july 2013) were significantly depleted. This would be as a consequence of the device being left in fault mode for five months because the device uses more battery power when it is in fault mode than it uses when it is in stand-by mode. Investigation did not find any fault with the device or any component in the device. It is possible that following the software upgrade that the end user did not power cycle the device, which may explain why the status indicator was flashing red. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.